Event description:
It has been reported to philips that there is an issue with archiving (echo images are not transferring). The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips identified a software defect in iscv (intellispace cardiovascular) system wherein the customer encountered an issue with archiving (echo images are not transferring). The device was in clinical use at the time of event. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was that there are two folders registered for the same study in the repository location. As an immediate action, the issue was resolved by updating the status of "statedb key" to 2 in the database. Although no adverse events or patient harm were reported in the associated complaint, this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction. Note: the evaluation results FDA c-code, and conclusion FDA c-code have been updated in this emdr.